Event description:
Having used amo complete contact lens solution, my ophthalmologist -corneal specialist-thinks that my serious case of acanthamoeba keratitis is related. Both eyes are lab-confirmed positive, but my left eye is very serious, without vision and potentially permanent scarring and the need for a corneal transplant. Dose or amount: contact lens cases filled, frequency: daily, route: ophthalmic. Dates of use: 2005 - 2007. Diagnosis or reason for use: cleansing of eye contact lenses. Event abated after use stopped or dose reduced: no.